Manufacturer narrative:
Investigation: lot# (s): hcg8090045. Expiration date(s): 07/2010. Control lot: 25miu/ml hcg urine control, lot: hcg090107-01; 100miu/ml hcg urine control; lot: hcg081008-01; 240.0iu/ml hcg urine control, lot: hcg081231-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 240.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. Nothing abnormal found in batch review and the product #, product description and lot # was verified. Customer complaint could not be confirmed for lack of specimen. Neqas samples customer reported were not validated in-house. Unable to verify if the hcg level is standardized. When hcg level is below and close to cutoff, it is highly possible to observe weak positive or negative on multiple testing. In-house retain testing indicated hcg was positive at cutoff level. No product deficiency is established. No corrective action required as no product deficiency was established.

Event description:
Customer reports negative hcg result with eqa samples from the facility. Samples run contained hcg at levels of 35 and 20 miu/ml. Samples were run on several different products and by different people. It appeared that the product did not consistently recover a positive result.